Event description:
During normal detachment of the 13th coil, a gdc-10 2 diameter stretch resistant guglielmi detachable coil, it was noticied that a long strand of coil and prolapsed down the basilar and left vertebral artery. It became apparent that both the tracker excel-14 catheter and 4-french guiding catheter used to deliver this coil had backed out of the aneurysm. A retriever-10 and retriever-18 were used to try to retrieve the coil without success. The pt was maintained with intravenous heparinization to prevent propagation of thrombus from the left vertebral artery. The pt became agitated seven hours after the end of the procedure and rapidly deteriorated to a comatose state with an absence of pupillary response. The pt since died.